Event description:
(B)(6) 2015: the primary reason for the filter placement was current deep vein thrombosis (dvt), with the additional reason of contraindication to anticoagulation due to the recent trauma. The filter placement was anticipated to be temporary and was accomplished with the use of an intravascular ultrasound (ivus) at bedside. The ivc diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was delivered in the intended location but was not deployed in the intended location at the ivc infrarenal site. The site noted, "lower than planned as pt moved leg at deployment." However, the location was suitable to provide sufficient mechanical protection against pulmonary embolism. There was no evidence of filter fracture and the filter neither deployed prematurely nor did the filter jump upon deployment. Filter tilt, deformation, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement could not be assessed due to the technical limits of ivus. Migration of the filter after deployment was noted, but the migration did not lead to an intervention. On (B)(4) 2015 (five days post procedure), the pt was discharged. The pt was not on any antiplatelet or anticoagulent medications. The pt remains in the study.

Manufacturer narrative:
(B)(4). Investigation is still in progress.